Event description:
On 30-apr-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3600-2 fibertak inserter broke. It was reported the break occurred at the moment of removing the rod. The scrub nurse reported that when the surgeon impacted the anchor, they noticed that the guide moved, making it more difficult to fully impact it. After removing the guide along with the inserter, it was observed that a part of it remained attached to the bone and the anchor. They were able to retrieve a visible fragment of the inserter, but noticed the length was uneven, and upon re-examining the incision site, it could not be located. They could not confirm the entire fragment was removed from the patient. Additional information provided 04-may-2026: it was further reported this was discovered during a shoulder arthroscopy procedure with no procedural delay experienced and no additional anesthesia administered. The case was completed with another ar-3600-2 fibertak.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.